Event description:
Potential false negative, abnormal cells were present on the microscope slide that were not located in the 22 fields of view (fov) selected by imager. The cytology application support specialist (cas) and customer agreed that there were no cells seen in the 22 fov to prompt an autoscan. The case was signed out as lsil. The cas reported that there were 2-3 small groups of abnormal cells present and that cellularity was adequate and the background was clean. The case was discovered by the lab during routine 10% qc review. The customer will not submit the microscope slide to (B) (4) for review.